Event description:
Medtronic received information that during use of an autologiq instrument, it was reported that a sensor issue with the cell saver #101 - it did not notice that the bowl was full and was spilling red blood cells (rbcs) into the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that a sensor issue with the cell saver #101 - it did not notice that the bowl was full and was spilling red blood cells (rbcs) into the waste bag was verified during service. The issue was resolved by replacing the cable assembly level sensor. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that there was no damage noted on the instrument or the disposable. The blood was sent from the pump to the cell saver after the case and nothing was washed but spilled over into the waste bag. About 200ml of blood was lost due to the leak. No transfusion was required as a result of the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.